Event description:
It was reported that a device alarmed for an air in line alarm. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter has not received the device for evaluation. A supplemental MDR will br submitted if the device is returned to baxter for evaluation or service.